Event description:
During a normal device replacement procedure, lead insulation damage was observed on the right ventricular (rv) lead. The rv lead was repaired using silicone and a suture sleeve during the procedure. The patient was stable and will continue being monitored.